Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. It was reported the patient was hospitalized two days after event onset. On an unreported date, the patient began treatment with vancomycin injection (1 gm every 72 hours, ongoing, route not reported) ceftazidime injection (2 gm per day, ongoing, route not reported) and injection of meropenem (1 gm per day, ongoing, frequency not reported) for peritonitis. Fifteen days after hospital admission, the patient was discharged. At the time of this report, the patient was recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. Dianeal therapy was ongoing. No additional information is available.